Manufacturer narrative:
Findings: unit had intermittent button response due to flattened (creased) buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the act button on their insulin pump is not responding. The cot insulin pump is requested.